Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This event was initially reported through medwatch #1825034-2016-01737. This report will be amended when our investigation is complete.

Event description:
It is reported that the anterior resection guide fell apart in the patient during surgery. The surgery was finished with a different instrument with no further incident.

Manufacturer narrative:
The product was not returned therefore a visual inspection or dimensional analysis of the device could not be completed. The device was in the field for approximately 2 months and was used an unknown number of times. The receiving inspection report was reviewed for and identified no deviations or anomalies. This device is used for treatment. A product history found no other complaints for this part and lot number combination. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. However, a zimmer sales associate was present during the surgery and alleges that proper surgical technique was followed. A definitive root cause cannot be determined with the information provided.